Event description:
It was reported that during preparation, the console was used with a manipulator, and it was found that the arm was the misaligned. The case was completed, despite the alignment was not a perfect center, it was usable. There were no patient complications.